Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 16271487-2017-05595. It was reported the patient developed an infection. The physician believes the infection is due to the patient being noncompliant and not contacting the physician at the initial onset of symptoms. The physician does not believe the infection is due to the devices or surgical technique. The patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was explanted. (B)(6) was detected from lab results thus the site of infection is unknown. The patient was prescribed antibiotics to treat the infection